Event description:
Stapler misfire. A new load was subsequently used successfully in same stapler so unable to determine if failure was with the load or the stapler. Both pieces are being submitted with event report.